Event description:
After giving multiple injections to a patient, [redacted] engaged the safety devices. When she was placing them in the sharps container, she was poked by one of the needles that the safety device did not fully engage.